Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said about a week after they had a MRI done, they noticed that their stimulation was randomly turning off. Patient said they can tell when the stimulation turns off and when they go to check on their patient programmer the stimulation shows off. Patient services had patient connect to their implant using their patient programmer. The patient said their stimulation was showing off. The patient was able to turn their stimulation back on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on january 13, 2022 and january 20, 2022. The rep reported they met with the patient on (B)(6) 2022. They performed a connection check which had all green indicators and all electrodes had impedance measurements within normal limits. They checked the diary, which indicated the stimulation was on 60% of the time. The rep noted that the patient has very long fingernails and while observing the patient turn the programmer on, it is very likely their nails were pressing the stimulation off button. The pt agreed that this was a possibility. The rep educated the pt on how to hold the controller to decrease the risk of selecting the stimulation off option. The pt reported good pain relief from the stimulation; issue was reported to be resolved. Patient weight was requested but the patient declined to answer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.